Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the patient was unable to maintain the battery charge. The complaint was not verified. The depleted device was successfully charged to full capacity in two charge cycles. The battery depletion and sleep current rates were within the expected ranges 9.13 mv and 85 ua respectively when the device was turned off. The device passed all required tests. The device exhibits normal device characteristics.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 04:57 pm CT.the report number is being corrected from: 3006630150-2018-62417to: 3006630150-2018-62042.

Event description:
A report was received that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively